Event description:
Ous MDR - it was reported, that during the implant procedure, a loss of capture was observed. The evia was reprogrammed with the result of normal electrical values. The device remained implanted at that time. No adverse patient side effects have been reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device and the returned device data. The returned device data have been analyzed thoroughly. Based on the data available for an analysis it is confirmed that on (B)(6) 2014 an implantation was successful in unipolar lead configuration. Subsequently the pacemaker was reprogrammed to bipolar lead configuration and the device is functioning since the implantation as expected. The root cause for the clinical observation was not determinable based on the data available for an analysis. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Based on the data available for an analysis, no indication of a device malfunction was noted. The pacemaker is operating as expected since the implantation procedure.